Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one manual handle and one reload. The instrument was received engaged with a reload. The retract knobs were retracted to the 60 mark. Visual examination of the reload noted that it was fully fired with the jaws clamped and the knife bar retracted to between the 1cm and 2cm cut line. Engineering evaluation of the cartridge found that the staple pushers were sub flush with the cartridge surface. Further engineering evaluation also noted damage to the knife bar laminate within the reload. This variation does not interfere with normal function when applied according to the instructions for use. The laminate variation was considered to be a secondary condition and has been addressed in current production. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a small bowel resection procedure., the resident fired the reload onto the small bowel and after firing, the black knob would not retract. The resident could not get the reload off of the tissue. To fix the problem, the resident had to open another handle and reload to fire on both sides of the stuck reload to remove it. Tissue still remained reload. No other adverse events reported.